Event description:
It was reported that there was an alert for the right ventricular (rv) lead pace impedance measuring greater than 3000 ohms. There was also a stored episode of minute ventilation signal oversensing. Troubleshooting was discussed, and the field representative was going to speak with the physician, about the options. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.